Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-09406). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a merlin.net transmission revealed premature battery depletion. The device remains implanted. Capacitor maintenance was performed with no complications. Patient will be monitored. The device was explanted due to premature battery depletion.